Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
I need to report an incident we had with an argon drain 6 fr. Dr (B)(6) placed a pigtail drain in the right pleural space for pleural effusion in an ICU patient. When he pulled the pigtail tight for secure placement, the stitch broke, and he could not secure the drain. Dr had to replace the drain with a new 6fr drain, which was unfortunate due to the increased risk of complications to the patient.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.